Manufacturer narrative:
Citation: sedeek et al. Repeat aortic valve replacement for failing aortic root homograft. J thorac cardiovasc surg. 2019 aug;158(2) :378-385.e2. Doi: 10.1016/j.jtcvs.2018.11.107. Epub 2018 dec 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of transcatheter aortic valve replacement and surgical aortic valve replacement for repeat aortic valve replacement in failing aortic root homografts. All data were collected from a single center between october 2000 and may 2018. The overall study population included 51 patients (40 surgical valves and 11 transcatheter valves). Of the 11 transcatheter valve patients (predominantly male, mean age 75 years), one was implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among the 11 transcatheter patients, 1 operative death and 2 post-operative deaths occurred at 39- and 900-days following implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among the 11 transcatheter patients, adverse events included: atrial fibrillation, vascular injury, arrhythmia requiring permanent pacemaker implant, gradient >20 mm hg, and moderate aortic paravalvular regurgitation. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.